Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 40 mg/dl. Customer was hospitalized due to an infection. Insulin pump was checked and customer was advised that there was more insulin in reservoir than what was showing in status screen. Customer reported that insulin pump may have been exposed to MRI, cat scan, EKG, and x-ray due to having these tests done while being incoherent in the hospital. Insulin pump failed displacement test. Customer was advised to monitor insulin pump.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.no motor error or displacement anomalies were noted. The insulin pump was tested with a water fill test reservoir; the units left at display properly matched units left at test reservoir tube. The insulin pump was monitored for 4 days and no unexpected bolus delivery was noted. The insulin pump was received with cracked case at the display window corners.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.